Event description:
The patient was enrolled and treating the study in early 2007 with two s.m.a.r.t. Nitinol stent system. During the six-month follow-up, a distal stent fracture (14cm from proximal edge of stented area) was observed. The patient did not have binary restenosis and no occlusion. There was no treatment provided. Eleven months after the index procedure, the patient had an acute occlusion on the left superficial femoral artery. The patient was treated with lysis and a percutaneous transluminal angioplasty (pta) was performed. The two smart stents were implanted in the proximal and mid left superficial femoral artery (sfa). The superficial femoral artery was occluded. The event was a target lesion revascularization treatment +5mm proximal/distal. The patient had claudication pain in the left leg after 30 minutes of walking. The fracture was not treated. There were no other reported anomalies. The percentage stenosis before procedure was 0%, because the lesion was totally occluded. The percentage stenosis after stent placement was also 0%. The vessel anatomy at the lesion site was straight. The lesion was restenotic. The lesion was located 13cm above the superior edge of the patella. The total lesion length was 220mm and totally occluded. The reference vessel diameter was 5.0mm. The lesion was accessed percutaneously and the puncture site ipsilateral. The pheron biotronic balloon (5 x 10mm) was used for pre and post dilatation. There were no reported dissections. There were no other reported anomalies. The patient was discharged on aspirin and clopidogrel. Films are available.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2008-00880 and 96160999-2008-00881. This product is not available for analysis. Additional information will be provided within 30 days of receipt.